Manufacturer narrative:
Investigation: two platelet bags were received from the customer for evaluation. Visual inspection showed no defects found. The remainder of the set was not returned for evaluation. The run data file (rdf) was analyzed for this event. Root cause: signals in the run data file showed a delay of cells exiting from the lrs chamber at the start of platelet collection. The draw flow was lowered early in the procedure which consequently reduced the flow of cells exiting the lrs chamber and may have contributed to the delay. Signals indicate a mixture of cells were exiting the lrs chamber. It is highly possible, though not conclusive that this phenomenon was due to the donor¿physiological characteristics. Although the system has several methods for detection of wbc contaminations, it is possible that the above mentioned events eluded the detection capability of the trima system.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.this report is being filed due to a device malfunction that has the potential for injury.